Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1163, awareness date 06-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for contraception, three months after birth of her last child. Consumer already had 5 children. Consumer reported that she took valium and motrin before insertion. After insertion, as she stood up, blood poured down her legs, all over the floor and into her panties and pants. She cramped all day. The next day this continued. Every time she sat down or stood up a pool of blood would pour out of her and the cramps were worst than giving birth. On (B)(6) 2013 she went to the doctor and ultrasound was performed showing that coils were in the right place, but she could not take it anymore, so total hysterectomy was performed on (B)(6) 2013. Follow up received on 21-oct-2015: ptc investigational result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and as she went to stand up blood poured down her legs / every time she sat down or stood up again the blood would pour. She underwent a total hysterectomy one month after essure insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion abnormal genital bleeding may occur. Given the positive temporal relationship and in the lack of an alternative explanation, causality with essure cannot be excluded. This case was regarded as incident due to required intervention (hysterectomy). Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs